Manufacturer narrative:
Correction: after doing imaging system spin in the cranial software, it took quite some time for the scan to load to the navigation system, then when the medtronic representative went forward to the navigate step, the system became unresponsive. She rebooted the system twice before she could get into navigate. Then, they did another spin which was navigated, and the same thing happened except she had to reboot three times.

Manufacturer narrative:
Additional information: patient demographics provided.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment on 13 march 2017. The representative reported that they reloaded the application software onto the system. The navigation system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system became unresponsive when attempting to enter the navigation stage of the application software. Restarting the navigation system twice resolved the reported issue. The issue reoccurred following the first restart. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.